Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a quick serter that was no longer working. Customer dropped it on the floor and a part of it broke. Customer was having to do manual insertions and was doing it wrong. Customer was bending the needle. Customer's blood glucose level was 458 mg/dl. Customer treated with an injection and declined troubleshooting. Replacement serter will be sent to the customer. No further assistance needed.